Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. After crossing a non-bsc guide wire, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. The device was removed and the lesion was then dilated with a 1.5-20/142 sterling es / coyote es otw balloon catheter. Following dilatation, the 2mm x 20mm x 142cm coyote¿ es balloon catheter was again advanced. However, when inflation was attempted, it was noted that the balloon ruptured. The device was again removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.